Event description:
It was reported that this right ventricular lead exhibited low amplitude, undersensing and loss of capture. Further evaluation of the system and troubleshooting steps were discussed. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that x-rays were performed with no conclusive results. Reprograming of the device was performed.

Event description:
It was reported that this right ventricular lead exhibited low amplitude, undersensing and loss of capture. Further evaluation of the system and troubleshooting steps were discussed. This lead remains in service. No adverse patient effects were reported.